Manufacturer narrative:
Evaluation summary: the results of evaluation suggest that this event is not associated with the implant, but rather is pt related.

Event description:
The g/k femoral locking nail broke after being implanted for nine years. Pt had a persistent non-union of the mid-shaft fracture that was incurred during a motor vehicle accident in 1988. Against the surgeons's advise, the pt started an exercise program that included jogging. The surgeon feels that this contributed to the failure. The broken nail was revised. This event did cause any adverse consequence to the pt or surgical delay.